Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that prior to a vitrectomy procedure the illuminator bulb went out. A system message was displayed. The case was completed as planned. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The auxiliary illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a nonconforming auxiliary illuminator. However, how or when the illuminator became nonconforming cannot be determined conclusively (B)(4).